Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or the exact implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported on behalf of the explanting physician the removal of a lap-band due to obstruction and vomiting. The device was originally implanted by another physician.